Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an incision above his right breast from a pacemaker surgery. The patient reported that the garment strap rubbed on the incision causing it to bleed. The patient's physician applied medication to the incision and changed the dressing. Follow-up indicated that the skin irritation was improving.